Manufacturer narrative:
A visual and functional evaluation was conducted on the subject stretcher and the reported issue could not be duplicated. There was observation of damage to the stretcher resulting from the reported incident; however, it could not be determined what initiated the incident.

Event description:
It was alleged while loading a patient into the ambulance the foot end legs allegedly dropped to the ground causing the stretcher to lower to the ground from the ambulance. No injury to the patient or the medics was reported. The patient was transferred to another stretcher to complete the transport.